Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 306 mg/dl after the sensor failed to provide readings during a supply change. The user manually entered a fingerstick value and continued insulin delivery on the ilet. No outside medical intervention was required.